Event description:
A customer's mom reported her "daughter was not using the system the way she was supposed to; she was not checking her bgs and landed up in the hospital and stayed overnight." No specific bg values were provided. The doctor requested that she use a cgm. Prior to going to the hospital, the customer had a fever all day and 'she put the pod on her leg because she was feeling warm." The pod was "falling off" and she was "feeling sick" so she went to the hospital. The customer's mom stated that her "daughter is in college and is not managing her diabetes the way she should." The mom did not have any additional information concerning this event. Insulet requested to speak with the customer but the mom stated she "does not know if she can [because] she is in nursing school and it is extremely stressful for her." The pod was discarded at the hospital and therefore will not be returned for evaluation.

Manufacturer narrative:
The pod was discarded and therefore not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's hospitalization. Based on the comments made by the customer's mother, it is believed that user error - failure to follow instructions - may have contributed to this event. The omnipod's user guide advises customers to check blood glucose frequently, "at least 4 to 6 times a day" to avoid highs, lows and dka. The user guide provides clear instructions on how to respond to hypo- or hyperglycemia. Out of range bgs can be avoided by practicing proper techniques and by acting promptly at the first sing of trouble. The omnipod website provides a resource guide that skin barrier products, pod placement techniques and adhesion tips. Product lot qualification records cannot be reviewed as no lot number was reported.